Event description:
"A piece of the gel came off when inserting the instrument into the trocar. Found inside the patient. We removed the trocars a few times on the gel seal cap."

Manufacturer narrative:
Product has not been received by manufacturer. Upon completion of evaluation, a final report will be issued.